Event description:
Complainant alleged that medics were attempting to attached the device to a patient (age and gender unknown) for transport, but the device would not power on. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.